Event description:
Pt has developed recurring allergic reactions to latex gloves. She has weeping, crusting, bleeding, peeling and painful lesions on her fingers, with splitting of her fingernails. She has to have steroid creams all the time. The most recent occurrence is the worst. She is under the care of a dermatologist for this problem.